Event description:
It was reported that during an anterior resection procedure, the device did not form a proper staple line at firing. Another device was used to complete the case with no patient consequence. Requested and received the following information on (B)(6) 2010: the staple line was incomplete; the cut line was complete. Hence the surgeon had to take sutures at the incomplete stapled part of the rectum.

Event description:
Caller states neonate patient received the following performa/advantage system results within 10 minutes: 52 mg/dl/72 mg/dl, 51 mg/dl/69 mg/dl. The comparisons were performed 3 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which advantage test strip lot produced the discrepant results. This medwatch report is for the first lot reported in the advantage system (lot number 450885, expiration date 04/30/2010). Reference medwatch report with patient identifier (B) (6) for the second lot number reported in the advantage system. Reference medwatch report with patient identifier (B) (6) for the suspect device used in the performa system.